Manufacturer narrative:
Conmed electrosurgery is awaiting return of the suspect device.

Event description:
Dr. Personal assistant had his finger stuck by a protruding needle from the ceramic tip of the abc bend-a-beam handpiece.